Manufacturer narrative:
The device was returned for analysis. The reported material rupture was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no report of a leak during preparation for use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the reported device was intended to be used in the right coronary artery (rca) target vessel. The 4.0x15 mm nc trek dilatation catheter was advanced without resistance to the rca and inflated to 12 atmospheres, when it ruptured with the first inflation. The entire nc trek was removed in one piece without difficulty. Another same nc trek was used to finish the procedure successfully. There were no other device issues or procedure issues noted. The patient¿s final outcome was satisfactory. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.